Event description:
It was reported that battery charge on pump dropped quickly from about seventy percent in a short period of time earlier in the day, but this rapid change did not cause unexpected shutdown and issue was no longer occurring at time of call. There was no reported impact to the customer¿s blood glucose level. Customer received education from technical support on how battery readings can change and on best practices for managing battery use, acknowledged instructions, and agreed to monitor system and contact support again if problem continued.